Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after intraocular lens (iol) implantation, there were serious problems with close up vision. It was stated that post surgery, 4-6 weeks were a little sketchy, but then vision improved. However, as time passed the vision started to degrade. The close-up vision was deteriorating in evening and consumer had double vision as well. In the morning consumer was unable to read newspaper, the vision was a little fuzzy. Consumer was using lubricant eye drops. The distance vision was not an issue because consumer wears glasses. Consumer also reported that during the first surgery- the surgeon mentioned he had been working with the company in developing these iols and had 6 brand new lenses that he gave consumer to choose from. During the follow-ups after surgery, the surgeon told consumer that nothing was wrong and suggested prism vision correction; it was suggested prism adhesive stick ones on back of lenses (glasses). Consumer also did an online test and had 5 of the 6 symptoms for having an incorrect lens implanted. The consumer felt like lens replacement was needed. According to additional information the lenses might have dislocated, and the implant prescription might have been wrong. The close-up vision, which was the main reason the patient wanted cataract surgery, was constantly deteriorating. The blurriness of the vision was more noticeable in the morning and evening as well as later in the evening. There was some blurriness during day as well. Double vision was experienced by the consumer with or without glasses, although it has considerably improved recently. The edges of the two implanted lenses were visible to the consumer in the eye. Iris distortion was seen in both eyes, with a slight elongation point developing in both eyes closest to nose. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The consumer also informed that the she was using lubricating eye drops for 3 to 4 years and she is having issue with reading the labelling provided in the drops.